Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that due to his bundle pacing the implantable pulse generator (ipg) experienced premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.